Event description:
The customer reported to olympus, during a diagnostic colonoscopy procedure, the evis exera iii xenon light source exhibited scope communication error b30. It was noted, the intended procedure was completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the switch was getting stuck, the scope socket worked but the pins were noted to be corroded, the front panel, chassis and the top cover were found to be rusted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.